Event description:
User received intermittent high creatinine results. Three samples were known to be affected. The following patient sample was provided - units of measure mg per dl: initial result gave 7.7, repeat gave 0.8. User said he believes the initial result was reported and a corrected report was sent, but he was not certain. It is unknown if patient was adversely affected. Erroneous results were not reported for the other 2 samples noted to be involved in the event.

Manufacturer narrative:
The field service representative was unable to determine a cause and indicated the wash system to be involved. He replaced tubing and performed wash/rinse probe. The system was checked for proper washing of cuvettes and the field service representative verified the instrument is operating with specification.